Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Based on the review conducted, there is no evidence that the pump experienced a malfunction or failure. All insulin was delivered in full as expected except in 1 instance in which the user aborted insulin delivery. The complaint could not be confirmed. H3 other text : device not returned.

Event description:
It was reported that the pump did not deliver insulin for a requested bolus. The customer's blood glucose (bg) level subsequently increased to 380 mg/dl, with high ketones, which were identified as dangerous by a healthcare professional. Customer administered manual injections to address high bg. A replacement pump was sent to the customer.